Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Follow up information will be submitted as it becomes available. .

Event description:
This is a spontaneous consumer report from (B)(6) of punctured drain bag and peritonitis in a male patient, coincident with dianeal pd2 unknown bag therapy. On an unreported date, the patient began dianeal pd2 unknown bag therapy (ip), for peritoneal dialysis (pd). On (B)(6) 2010, the patient called baxter customer service to report a punctured drain bag. He also reported that , on an unreported date, the patient developed peritonitis. Lab tests, treatment, and outcome were not reported. It was unknown whether dianeal pd2 unknown bag therapy was ongoing.